Manufacturer narrative:
It was reported to philips that the device had a failure of the backup battery. The customer requested a parts only replacement of the battery. The customer ordered the replacement battery and resolved the issue. The device was returned to service. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the reported event and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.

Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.